Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that, during intraocular lens (iol) implant procedure, a scratch was noticed on lens. The lens then had to be removed and replaced. Additional information was received that, there is no patient harm involved. Patient's symptom was resolved. The patient was not hospitalized.

Event description:
A facility reported that, during intraocular lens (iol) implant procedure, a scratch was noticed on lens. The lens then had to be removed and replaced. Additional information was received that, there is no patient harm involved. Patient's symptom was resolved. The patient was not hospitalized.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was retuned in a specimen cup with the lens case lid. One haptic was broken (possibly cut) from the haptic/optic junction area. The other haptic was bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have scratches and cracks on the anterior and posterior sides of the lens. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).